Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The sample was repeated on another cobas c501 analyzer at the site and the results were the same. No specific data was provided. The sample was then repeated on the radiometer abl 800 select blood gas analyzer and the results did not match. Of the data provided, the results for sodium and chloride were discrepant. The initial sodium result was 121 meq/l with a data flag and the repeat result was 138 meq/l. The initial chloride result was 90 meq/l with a data flag and the repeat result was 108 meq/l. The initial results had been reported outside the laboratory. The results from the blood gas analyzer were considered to be correct. The patient was not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were not provided. The customer declined a service visit and stated they are not having problems with any other assays and that this event was related to one patient.

Manufacturer narrative:
The investigation determined a sample specific problem was the cause for the difference in the results from the two devices. The cobas c501 employs indirect ise reading, while the abl 800 flex ise is a direct reading. It is well known and described in the literature that there are important differences in the applications of potentiometry between the direct and indirect methods that cause significant differences in analytical results. In cases of cholestasis, the amount of water in the plasma is reduced and below the average value. Therefore the solvent exclusion effect would lead to a remarkable difference in the results if indirect electrolyte results are compared to direct results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was received stating the customer sent the sample out to a reference laboratory and the conclusion was that this patient has lipoprotein x (lpx). The patient's diagnosis was cholestasis.